Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, customer received a new sample needle and installed the sample needle, calibrated the instrument and ran quality control (qc) successfully. Customer confirms the g8 instrument functioned as intended after completing the repair. A 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4) from 02dec2017 through (B)(6) 2018. There were no similar complaints identified during the search period. Sample needle. The g8 variant operator's manual under section 5 - sampling needle replacement provides detailed instruction on how to replace the sample needle. The most probable cause of the reported issue was bent sample needle.

Event description:
On (B)(6) 2018, customer reported they had a bent sample needle on the g8 instrument. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device manufacture date: 10-aug-2009. The 13-month review was incorrectly stated in the initial MDR. The 13-month review should have stated the following: a 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 02dec2016 through 02jan2018. There were no similar complaints identified during the search period.